Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. During mesenterium closure, the needle broke. The broken piece of the needle was not found, and the wound was closed. It was reported that the patient is doing well. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection of sample that broke at the tip of the needle was performed. The needle fractured due to tensile overload. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."